Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, at around 12:30 pm, he had suffered a hypoglycemic episode. Patient was in public and when he regained consciousness he was being treated by firemen. Patient was given glucose tablets and gel. Fifteen minutes after treatment, patient's bg was measured by firemen at 48 mg/dl. An hour later, it had risen to 70 mg/dl. At the time of his call to dexcom technical support, patient was feeling better.